Event description:
Complainant alleged that while attempting to defibrillate a pt (age & gender unk) the device did not allow the associated defibrillator to discharge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.